Event description:
Attorney reported an injury/death in a fire related to the use of a newlife elite oxygen concentrator. Incident occurred in (B)(6). The device and fire scene have been preserved for inspection.

Manufacturer narrative:
Presently coordinating a date for examination of fire scene and device. A follow-up report will be submitted.